Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was delayed when powering up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The reported issue of inability to power on could not be duplicated during evaluation. Functional testing showed no discrepancies, and device logs revealed no power or battery-related errors. Log review indicated the unit powered off due to battery removal on 02/02/2026, not a malfunction. Based on testing and log analysis, the device functioned as intended and met specifications. The device was recertified and returned to the customer. No trend identified based on similar reports.